Event description:
It was reported that the patient experienced skin reaction to the staples at the pocket site. Symptoms of pain and inflammation were noted. The patient was hospitalized and the physician confirmed that it may have been a reaction to the staples used to close the wound. The patient was administered with antibiotics and was discharged. The patient fully recovered.